Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Manufacturer narrative:
Additional information obtained indicates this patient is not deceased as previously determined and reported to the regulatory body on (B)(4) 2011. Consequently, a correction supplemental medwatch report is being submitted to advise this death report was inadvertently filed and should be disregarded (redacted), as this patient is not deceased. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient is deceased.